Event description:
The husband of the pt reported obtaining back-to-back blood glucose results, of hi and 87 mg/dl on the compact plus test system. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received based upon these results. The husband reports these results were obtained during a funeral, but did not provide the location where the discrepant results were obtained. L1 quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped.